Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned guidewire has the body kinked. The returned guidewire has the body kinked at 6 inches from the proximal end. Dimensional inspection of the guidewire that could be measured were performed and were within specification.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the guidewire was kinked. The device was removed directly and the procedure was not completed. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the guidewire was kinked. The device was removed directly and the procedure was not completed. No patient complications were reported and patient was stable post procedure.